Event description:
Pulse oximeter "burned patient".

Manufacturer narrative:
Four attempts for product return and additional information requests were made. The unit was not returned to allow an analysis to be performed.